Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Oscor is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor, which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor or its employees, that the report constitutes an admission that the device, oscor or its employees, caused or contributed to the event described in this report.

Event description:
During an evar (endovascular aneurysm repair) procedure involving catheterization of the renal artery, the introducer sheath was used briefly before the physician was unable to pass the guidewire through the sheath. Upon assessment, a fracture was identified between the hub and the remaining shaft of the sheath. The affected sheath was removed and exchanged. Alternative products, including a terumo guidewire and catheters from a different manufacturer, were subsequently used to complete the procedure. The event resulted in an approximate 5-minute procedural delay due to the sheath exchange. Minor blood loss occurred through the damaged sheath; however, no additional intervention was required. The patient remained stable with no reported adverse clinical consequences and is doing fine. The device will be returned for evaluation.